Event description:
When the device was used during a distal gastrectomy, for the end-to-side anastomosis, there was an opening that is a quarter-circle in the staple line and he found 2-3 staples (bent) in the device housing. There was no reported pt consequence.